Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2281 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2281 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2281 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter, essure removal via hysterectomy with bilateral salpingectomy added in the non-drug treatment, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. C81763) for female sterilisation. Product or product use issues identified: medical device monitoring error ("endometrial ablation" on (B)(6) 2014). The patient had a medical history of acetaminophen, depression, amenorrhea (amenorrheic on mirena), chronic fatigue, back pain, brain fog, urinary incontinence, pelvic pain, abdominal pain, colon cancer, depression, anxiety, multi gravida, cryoablation, parity 3 and pelvic pain. Previously administered products included: mirena, omeprazole and trazodone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2281 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic removal via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: the myometrium is 2.6 cm thick, and the respective intramural segments of fallopian tube are remarkable for embedded gray metal coils, consistent with essure devices. The right fallopian tube measures 6 x 0.4 cm and the left fallopian tube measures 8.3 x 0.5 cm. The left fallopian tube is fimbriated, red-pink, hyperemic and remarkable for two unilocular, smooth-walled, clear watery fluid-filled cysts, ranging from 0.5 to 1 cm in greatest dimension. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records. Endometrial ablation performed with essure microinsert in place nos. The most recent follow-up information incorporated above includes data received on: 28-sep-2023: mr received: event endometrial ablation performed with essure microinsert in place nos added, lot number, reporters information patient medical history and surgical pathology reports were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted (lot no. C81763-invalid) for female sterilisation. Product or product use issues identified: medical device monitoring error ("endometrial ablation" on (B)(6) 2014). The patient had a medical history of acetaminophen, depression, amenorrhea (amenorrheic on mirena), chronic fatigue, back pain, brain fog, urinary incontinence, pelvic pain, abdominal pain, colon cancer, depression, anxiety, multi gravida, cryoablation, parity 3 and pelvic pain. Previously administered products included: mirena, omeprazole and trazodone. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2281 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic removal via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: the myometrium is 2.6 cm thick, and the respective intramural segments of fallopian tube are remarkable for embedded gray metal coils, consistent with essure devices. The right fallopian tube measures 6 x 0.4 cm and the left fallopian tube measures 8.3 x 0.5 cm. The left fallopian tube is fimbriated, red-pink, hyperemic and remarkable for two unilocular, smooth-walled, clear watery fluid-filled cysts, ranging from 0.5 to 1 cm in greatest dimension. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records.... Endometrial ablation performed with essure microinsert in place nos. C81763-invalid. The most recent follow-up information incorporated above includes data received on: 26-oct-2023: update of information (batch is invalid). An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.